Manufacturer narrative:
This report is submitted on june 15, 2017. (B)(4).

Event description:
Per the clinic, the patient experienced pain, swelling and breakdown of tissue at magnet site. Subsequently there was an attempted drainage of site, however no exudate was present, the patient was administered oral antibiotics (date and duration not reported). The implanted device remains.